Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint, pprclxxx lot unk, does not reveal any evidence of failure involving this implant. This implant has not been received for over 60 days since the incident awareness date; therefore, this complaint will be investigated without the device available. No images or other medical documentation was provided to assist in the complaint investigation. Mpo was made aware of this two-stage revision through a research article. It is unknown when this implant was manufactured or if it was manufactured to specification due to the unknown lot number. There are no trends for this implant and failure. Without additional information, it is not possible to evaluate this implant. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the product or receipt of other clinical information. Upon receipt of additional information, this investigation will be reopened and updated.

Event description:
Allegedly, recorded one prosthetic joint infection in the profemur preserve group; was treated with a two-stage revision.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.